Event description:
It was reported that during scheduled review of the implantable cardioverter defibrillator (ICD) data, the presenting electrogram demonstrated farfield r-wave oversensing that led to stored episodes of atrial tachy response. The device settings had been previously adjusted in an attempt to avoid this behavior. The ICD remains in service and no adverse patient effects were reported.